Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.